Manufacturer narrative:
Concomitant products: medikit 4.5f parent sheath-less guide, terumo radifocus guidewire. (B)(6). A saber 2.5mm x 4cm 90cm percutaneous transluminal angioplasty (pta) balloon catheter (bc) was delivered to the lesion and inflated. However, it ruptured at 2 atm (two atmospheres) and leakage of media was observed. Therefore, the balloon was changed to another balloon (cordis) and the procedure finishing successfully. The patient was (B)(6) male. The target lesion was the left anterior tibial artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 90%. A sheath-less guide was inserted from the left femoral artery and an anterograde approach was made to left anterior tibial artery. There was heavily calcification so the guidewire could not cross the lesion easily. After the guidewire crossed the lesion, a saber pta balloon catheter was delivered and inflated. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). The contrast media used (brand and manufacturer) is unknown. The contrast to saline ratio is unknown. An unknown brand indeflator device was used. It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was any difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. The maximum inflation pressure during inflation is unknown. The balloon catheter was removed easily and intact (in one piece) from the patient. There are no procedural images and no procedural cd is available for review. The device was not returned for analysis. A device history record (DHR) review of lot 17148531 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mildly tortuous and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, a saber 2.5mm 4cm 90 percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion and inflated. However, it ruptured at 2 atm and leakage of media was observed. Therefore, the balloon was changed to another balloon (cordis) and the procedure finishing successfully. The patient was (B)(6) male. The target lesion was the left anterior tibial artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 90%. A sheath-less guide (4.5f parent, medikit) was inserted from the left femoral artery and an anterograde approach was made to left anterior tibial artery. There was heavily calcified so the guidewire (radifocus, terumo) could not be crossed the lesion easily. After the guidewire was crossed the lesion, a saber pta balloon catheter was delivered and inflated. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). The contrast media used (brand and manufacturer) is unknown. The contrast to saline ratio is unknown. An unknown brand indeflator device was used. It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was any difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. The maximum inflation pressure during inflation is unknown. The balloon catheter was removed easily and intact (in one piece) from the patient. There are no procedural images and no procedural cd is available for review. The device will not be returned for analysis.